Event description:
The advocate alleged the customer had received a control test result of "hi." The advocate did not have the reagents with her at the time of the call, but the control range should be around 105-145 mg/dl. No adverse events were alleged. Customer service attempted to contact the customer back after the initial call, but they were unable to speak with him. No product will be returned.